Manufacturer narrative:
(B)(4).premature lockout. The instrument was returned with cartridge cover cracked. The instrument was cycled and would not feed the clips as the instrument had a premature lockout. The plastic on the handles was brittle and cracked at the batch stamp area. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure the handle became too hard and the clip did not come out. Another device was used to complete the case. There were no adverse consequences to the patient. Device will be returned.